Event description:
During MRI of the lumbar spine, the patient received what appears to be a burn of her left arm. Her left arm from just above the wrist to the proximal humerus appears red when compared the right arm. The area is the outer arm with minimal area of the inner arm affected.the MRI supervisor and radiologist on call were notified. The radiologist came to the imaging center and spoke with the patient, informing her of signs and symptoms that might indicate a worsening condition (swelling, tightness, loss of pulses in left arm, loss of capillary refill, and blisters). She was instructed to seek medical attention (ed) if these signs or symptoms occur. She was instructed to check her arm tonight, before bed, and when she gets up in the morning, and over the next few days.pt stated that pre scan instructions provided by the technologist had been followed: arms and legs were not crossed. Barriers were placed between the patient and the scanner. The patient said that her left arm never touched the side of the scanner.